Event description:
Caller tested 7.5 inr and 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.08 inr. Customer's coumadin dose was decreased for 1 day based on the lab result. No adverse event reported. Requested return of suspect system, however, customer no longer has the suspect strips to return. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.